Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) did not emit beeping tones. The enable magnet use, and the beep on sensed was programmed on. Additional information was received stating the device was explanted for elective replacement indicator. An allegation of premature battery was made.the device was returned for analysis.